Event description:
The rptr stated that during an austin bunionectomy surgical procedure using the qwix lower extremity fixation screws, the screw tip crumbled during insertion. This occurred with two screws. There was no torque being applied at the time this happened. The screw fragments were removed and no pieces were seen on fluoroscopy. A different type of screw was used for the fixation. The pt is doing well post surgery.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.